Event description:
A report was received that stated a needle detached from the syringe and stayed in the patient's leg. This was a deep intramuscular injection; when the injection was complete, the nurse went to withdraw the needle. The needle separated and remained in the patient's leg. The reporter stated that the needle was surgically removed. There was no report of incident related to medical sequelae.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.